Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). A follow up will be conducted to provide the legal plaintiff information in section e for the initial reporter once the details are provided. Initial reporter occupation: lawyer. (B)(4).

Event description:
Medical records received. After review of medical records patient was revised to address pain secondary to adverse local tissue response which is secondary to ceramic-on-metal bearing. Findings reported of moderate metllosis. Revision notes reported that the trunnion was exposed to washed and dried with minimal evidence of trunnionosis. Doi: (B)(6) 2010; dor: (B)(6) 2019 (left hip).